Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis consisted of a guidezilla guide extension catheter in two pieces. Microscopic and tactile examination revealed numerous kinks in the hypotube and the distal shaft. Microscopic examination revealed a full separation at the collar/proximal location.microscopic and tactile examination revealed the polytetrafluoroethylen (ptfe) was fully pulled out from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19may2016. It was reported that catheter was bent. A 145 guidezilla¿ was selected to be used. However, it was noted that the catheter was bent. No patient complications reported. However, device analysis revealed full separation at the collar/proximal shaft location.